Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ping meter has an error 4 issue. The patient's diabetes is managed with an insulin pump. The error 4 issue reportedly began about 4 months ago. There was no action taken in regards to diabetes management based on the alleged issue. Sometime after the product issue began the patient developed symptoms described as "upset stomach, blurred vision, dizziness, and nausea." There was no allegation of treatment for severe hypoglycemia or hyperglycemia as a result of the product issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the error 4 message was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be associated with hyperglycemia after the error 4 issue began.